Event description:
On (B)(6) 2018, an endovascular aneurysm repair (evar) was performed for the patient with abdominal aorta aneurysm. As planned, afx2 bifurcated stent graft (main body) was inserted from the right access. The suprarenal stent graft extension (cuff) was then implanted right under the renal artery. Balloon touch-up was performed for the whole implanted endografts. Angiogram showed a suspected intraoperative type 1b endoleak from the left side; therefore another stent graft (non- endologix) was implanted on the left side as protruding about 1cm from afx limb. The intraoperative suspected type 1b endoleak was still present. Additional stent graft (non- endologix) was also implanted on the right side. However, there was still an endoleak showed on angiogram. An angiography was preformed again with occluding common iliac artery (cia). Aneurysm was showed on the angiogram and endoleak was identified as an intraoperative type 3b around the bifurcation. Another afx2 bifurcated stent graft (main body) was implanted to reline the first afx2 main body, and balloon touch-up was performed. The endoleak was resolved and the operation was completed. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images but were denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.